Manufacturer narrative:
Additional information confirmed that the blender was not providing the correct oxygen concentration output. It could not be verified whether operational readiness checks were performed prior to patient use. A draeger technician visited the site and replaced the resuscitation (rs) module to resolve the issue. The rs module was returned for investigation and evaluated by draeger. Bench testing revealed that the blender output was fixed at 100% oxygen concentration and could not be adjusted. Further inspection showed that the gas valve inputs for air and oxygen were shorted. The root cause was identified as a faulty blender and gas valve within the rs module. No further issues have been reported.

Event description:
It was reported that on (B)(6) 2025 the babyroo tn300 did not deliver oxygen properly during use with a patient. The equipment was shut down and removed from service following this event. No adverse patient impact was reported.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that on (B)(6) 2025 the baby roo tn300 did not deliver oxygen properly during use with a patient. The equipment was shut down and removed from service following this event. No adverse patient impact was reported.